Event description:
It was reported that while a patient was on vv ECMO the device stated alarming and had indicated all flows had stopped. The customer could not resolve the issue fast enough, so they removed the disposable from the machine and placed it on the hand-crank. Another machine was sought. There was difficulty trying to lock the disposable into the hand-crank. The disposable had to be held while cranking, to obtain the desired flow. Hand-cranking was less than 45 seconds before the new machine arrived and the disposable was transferred. The entire event took less than two minutes and the patient was not effected. Later an inspection was performed of another disposable and it was determined there is a film over the top clip of the disposable where the disposable should lock into the hand-crank. The staff found it near impossible to depress this film. It was only upon removing the thin plastic tape, were they able to adequately set up the device into the hand crank mode. (B)(4). Ref # MFR 8010762-2014-00175.